Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell out of her hands and fell on the counter. The customer replaced the battery but the insulin pump had a blank display. The insulin pump alarmed battery out limit. The customer was able to successfully change the time and date and rewind the insulin pump. Customer's blood glucose level was 118 mg/dl. The device was not returned.